Event description:
It was reported that the pt underwent an anterior cervical spinal surgery with a plate as instrumentation at c5-6. Some time post op, an additional surgery was performed due to an adjacent level disease. During this surgery it was discovered that one of the screws from the original surgery had broken. The plate and screws were removed. The tip of the screw remained in the pt. A new plate was placed in the adjacent level, the construct was not extended. No other pt complications were reported.

Manufacturer narrative:
(B)(4). The screw was returned for eval. Macroscopic examination confirms the bone screw is broken; microscopic examination reveals a fairly flat fracture surface with progressive striations, indicative of fatigue. A review of the device history records did not identify any applicable nonconformance to spec.